Event description:
It was reported that the stent dislodged. The 70% stenosed target lesion was located in the right internal carotid artery. The patient had two previous dissections, one in the carotid and another in the aorta. Using a 7fr non-bsc sheath, the physician advanced a 10x37mm carotid wall stent delivery system (sds) through the sheath. The physician experienced some friction and the sheath lost placement, moving the devices out of the artery and into the aortic valve. A few seconds later the stent dislodged and migrated to the left ventricle. The physician attempted to remove the stent but was unable. The procedure was completed. The following day, a different physician attempted to retrieve the stent but was unable. The day after that the stent was successfully retrieved. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Updated device evaluated by MFR.: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. Measurement of the distal end of the outer sheath found a maximum outer diameter met specification. It was noted that the inner was detached at 170 mm proximal to its distal end. The outer was also detached at 170 mm from its distal end which is at the monorail exit. The lengths of the detached portions were measured and it was determined that a section measuring approximately 153mm was missing. This portion of the device was not returned. This section is normally located proximal to the monorail exit. During analysis it was not possible to deploy the stent due to the inner and outer detaches. The distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the deployed stent that would have contributed to the complaint event. The most probable root cause is user related as the dfu states "the safety and efficacy of the carotid wallstent monorail endoprosthesis have not yet been established in patients with the presence of carotid artery dissection prior to initiation of the procedure" however, the complaint states that this device was used on a dissected lesion. Also, the dfu recommends using the device in conjunction with a 6f introducer sheath: however a 7f introducer sheath was used during the procedure. (B)(4).

Event description:
It was reported that the stent dislodged. The 70% stenosed target lesion was located in the right internal carotid artery. The patient had two previous dissections, one in the carotid and another in the aorta. Using a 7fr non-bsc sheath, the physician advanced a 10x37mm carotid wall stent delivery system (sds) through the sheath. The physician experienced some friction and the sheath lost placement, moving the devices out of the artery and into the aortic valve. A few seconds later the stent dislodged and migrated to the left ventricle. The physician attempted to remove the stent but was unable. The procedure was completed. The following day, a different physician attempted to retrieve the stent but was unable. The day after that the stent was successfully retrieved. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. Measurement of the distal end of the outer sheath found a maximum outer diameter met specification. It was noted that the inner was detached at 170 mm proximal to its distal end. The outer was also detached at 170 mm from its distal end which is at the monorail exit. During analysis it was not possible to deploy the stent due to the inner and outer detaches. The distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the deployed stent that would have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states "the safety and efficacy of the carotid wallstent monorail endoprosthesis have not yet been established in patients with the presence of carotid artery dissection prior to initiation of the procedure" however, the complaint states that this device was used on a dissected lesion. Also, the dfu recommends using the device in conjunction with a 6f introducer sheath: however a 7f introducer sheath was used during the procedure. (B)(4).

Event description:
It was reported that the stent dislodged. The 70% stenosed target lesion was located in the right internal carotid artery. The patient had two previous dissections, one in the carotid and another in the aorta. Using a 7fr non-bsc sheath, the physician advanced a 10x37mm carotid wall stent delivery system (sds) through the sheath. The physician experienced some friction and the sheath lost placement, moving the devices out of the artery and into the aortic valve. A few seconds later the stent dislodged and migrated to the left ventricle. The physician attempted to remove the stent but was unable. The procedure was completed. The following day, a different physician attempted to retrieve the stent but was unable. The day after that the stent was successfully retrieved. No further patient complications were reported and the patient's status is stable.